Event description:
It was reported to boston scientific corporation on june 25, 2019 that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2019. Reportedly the patient had fiducial markers placed prior to spaceoar implantation. During a follow-up visit on (B)(6) 2019, the patients condition was reported to be fine. According to the complainant, on (B)(6) 2019 the patient complained of rectal fullness, urinary frequency and urinary tract infection (uti) symptoms requiring a bowel movement with every urination. The patient also complained of pain and bleeding with urination. Bactrim ds, pyridium, and flomax were used to treat the symptoms but the patients condition did not improve. As of (B)(6) 2019, the radiation oncologist had contacted infectious diseases and the patient's primary physician (pcp) to discuss treatment with intravenous (IV) antibiotics. Additional information received on july 22, 2019. The patient underwent radiation therapy on (B)(6) 2019 through (B)(6) 2018, receiving 7000 centigrays over 28 fractions. The patient was given over the counter azo and prescription-strength pyridium, bactrim, and flomax to treat the uti symptoms, urinary frequency, and rectal urgency. On (B)(6) 2019, the patient consulted an infectious disease physician and ultrasound and urinalyis was performed. Reportedly, the patient refused to go to the emergency room to receive IV antibiotics. On (B)(6) 2019, the flomax dosage was increased from one tablet to two. On (B)(6) 2019, the patient underwent a bladder ultrasound which revealed an enlarged prostate indenting the bladder and the bladder wall diffusely thickened. On (B)(6) 2019, the patient was seen after by a nurse practitioner and was advised to continue the flomax dosage. The pyridium medication was discontinued and the patient was recommended to over the counter supplements along with dietary changes during a follow-up visit with the physician on (B)(6) 2019, the overall symptoms of the patient had improved. Reportedly, the urinary symptoms were improved; dysuria had decreased and no hematuria was noted. The reported urinary urgency decreased and no issues were noted with bowel movement. The patient is scheduled to undergo a repeat prostate specific antigent test on (B)(6) 2019.

Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the device expiration and manufacture dates are unknown. Block h6: patient code 2120 captures the reportable event of infection. Patient code 2330 captures the patient event of rectal fullness. Patient code 2348 captures the patient event of rectal frequency. Conclusion code 4316 is being used in lieu of an appropriate code for device not returned. Block h10: the complainant indicated that the device has been implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h2: additional information received on 22jul2019. Block b5 - event description updated. Blocks f10, h6: patient code updated.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the device expiration and manufacture dates are unknown. (B)(4). The complainant indicated that the device has been implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2019 that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2019. Reportedly the patient had fiducial markers placed prior to spaceoar implantation. During a follow-up visit on (B)(6) 2019, the patients condition was reported to be fine. According to the complainant, on (B)(6) 2019 the patient complained of rectal fullness, urinary frequency and urinary tract infection (uti) symptoms requiring a bowel movement with every urination. The patient also complained of pain and bleeding with urination. Bactrim ds, pyridium, and flomax were used to treat the symptoms but the patients condition did not improve. As of (B)(6) 2019, the radiation oncologist had contacted infectious diseases and the patient's primary physician (pcp) to discuss treatment with intravenous (IV) antibiotics.